Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) failed battery test. The issue was found during routine check, hence there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the device and the quote had been sent to the client. Once the client accepts the quote, we can coordinate the team for intervention. The estimate had been sent to the client and is valid for three months. The intervention is closed because the client does not accept the estimate. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.